Event description:
It is reported the pt has lost stimulation and has received a low battery message from the pt programmer. Subsequently, surgical intervention will be taken at a later date to address the issue as the pt's program parameters indicate premature battery depletion.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.